Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated/ abutting the fundal edge of the endometrium') in a 40-year-old female patient who had essure (batch no. 904750,925786) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device difficult to deploy" on (B)(6) 2013. The patient's medical history included c-section and varicose vein (stripping in her legs). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain"). In 2016, the patient experienced dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with codeine phosphate;paracetamol (co-codamol), ibuprofen, tranexamic acid and surgery (total abdominal hysterectomy scheduled for (B)(6) 2019). At the time of the report, the device dislocation had not resolved and the pelvic pain, dyspareunia and hypoaesthesia outcome was unknown. The reporter considered device dislocation, dyspareunia, hypoaesthesia and pelvic pain to be related to essure. The reporter commented: the patient on the waiting list for a total laparoscopic hysterectomy and bilateral salpingectomy, due to pelvic pain following essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 128 kgs. Body mass index - on (B)(6) 2018: 42. Hysteroscopy - on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy. Imaging procedure - on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes. Scan - in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: pelvic us: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: pelvic us: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: pelvic us: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; in 2017: essure device had migrated. Ultrasound scan vagina - on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. -the essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. -the essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records: lot number was provided, lab test, the event pain was updated to pain/recurrent lower abdominal pain/ chronic pelvic pain, the event lower abdominal pain after intercourse was added we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated/ abutting the fundal edge of the endometrium') and pelvic pain ('pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain') in a 40-year-old female patient who had essure (batch no. 904750,925786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device difficult to deploy" on (B)(6) 2013. The patient's medical history included dyspareunia in 2006, parity 1, c-section, varicose vein (leg stripping) and varicose veins stripping. Previously administered products included for an unreported indication: iucd. Past adverse reactions to the above products included pubic pain with iucd. On (B)(6)-2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2019, the patient experienced abdominal pain lower ("left sided lower abdominal pain"). On an unknown date, the patient experienced uterine polyp ("benign endometrial polyp measuring 10mm"). The patient was treated with codeine phosphate;paracetamol (co-codamol), ibuprofen, tranexamic acid and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pelvic pain had not resolved and the dyspareunia, hypoaesthesia, uterine polyp and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, hypoaesthesia, pelvic pain and uterine polyp to be related to essure. The reporter commented: patient had essure removed due to pelvic pain. On (B)(6) 2019: macroscopic description: left fallopian tube measuring 69 x 14 x 6 mm with fimbriae measuring 35 x 12 x 8 mm and weighing 9.9g. Right fallopian tube measuring 90 x 10 x 7 mm with fimbriae measuring 29 x 20 x 10 mm and weighing 12.3g. Both, no macroscopic lesions and no tissue remaining. On (B)(6) 2019: patient presented with chronic lower abdominal pain over the last 2 months worse in the last weeks and particularly last 2 days. Using naproxen, ibuprofen , paracetamol for pain- no relief. Prescription of tramadol 50mg up to 4x/day when required for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Body mass index - on (B)(6) 2018: 42; on (B)(6) 2019: 39.9. Hysteroscopy - on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy. Imaging procedure - on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes. Scan - in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: pelvic us: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: pelvic us: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: pelvic us: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; in 2017: essure device had migrated. Ultrasound scan vagina - on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium. Lot number: 904750 manufacture date: 2011-09 expiration date: 2014-09. Lot number: 925786 manufacture date: 2011-11 expiration date: 2014-11. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, abdominal pain, uterine polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: reporters, essure indication added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated/ abutting the fundal edge of the endometrium') in a (B)(6) female patient who had essure (batch no. 904750,925786) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device difficult to deploy" on (B)(6) 2013. The patient's medical history included c-section and varicose vein (stripping in her legs). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain"). In 2016, the patient experienced dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with codeine phosphate;paracetamol (co-codamol), ibuprofen, tranexamic acid and surgery (total abdominal hysterectomy scheduled for (B)(6) 2019). At the time of the report, the device dislocation had not resolved and the pelvic pain, dyspareunia and hypoaesthesia outcome was unknown. The reporter considered device dislocation, dyspareunia, hypoaesthesia and pelvic pain to be related to essure. The reporter commented: the patient on the waiting list for a total laparoscopic hysterectomy and bilateral salpingectomy, due to pelvic pain following essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Body mass index - on (B)(6) 2018: 42. Hysteroscopy - on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy. Imaging procedure - on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes. Scan - in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: pelvic us: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: pelvic us: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: pelvic us: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; in 2017: essure device had migrated. Ultrasound scan vagina - on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. -the essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. -the essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated/ essure coil on the left lies within the the cornua/interstitial portion of fallopian tube, fundal edge of the endometrium/ essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube') and pelvic pain ('pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain') in a 40-year-old female patient who had essure (batch no. 904750,925786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device difficult to deploy" on (B)(6) 2013. The patient's medical history included dyspareunia in 2006, parity 1, c-section, varicose vein (leg stripping) and varicose veins stripping. Previously administered products included for an unreported indication: iucd. Past adverse reactions to the above products included pubic pain with iucd. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), vomiting ("vomiting,"), emotional distress ("emotional distress") and loss of libido ("lack of libido."). In (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and intermenstrual bleeding ("bleeding between menstruation"). In 2016, the patient experienced hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("left sided lower abdominal pain"). On an unknown date, the patient experienced uterine polyp ("benign endometrial polyp measuring 10mm"). The patient was treated with codeine phosphate;paracetamol (co-codamol), ibuprofen, tranexamic acid and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pelvic pain had not resolved and the dyspareunia, hypoaesthesia, uterine polyp, abdominal pain lower, intermenstrual bleeding, nausea, vomiting, emotional distress, loss of libido and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dyspareunia, emotional distress, hypoaesthesia, intermenstrual bleeding, loss of libido, nausea, pelvic pain, uterine polyp and vomiting to be related to essure. The reporter commented: patient had essure removed due to pelvic pain. (B)(6) 2019: macroscopic description: left fallopian tube measuring 69 x 14 x 6 mm with fimbriae measuring 35 x 12 x 8 mm and weighing 9.9g. Right fallopian tube measuring 90 x 10 x 7 mm with fimbriae measuring 29 x 20 x 10 mm and weighing 12.3g. Both, no macroscopic lesions and no tissue remaining. (B)(6) 2019: patient presented with chronic lower abdominal pain over the last 2 months worse in the last weeks and particularly last 2 days. Using naproxen, ibuprofen , paracetamol for pain- no relief. Prescription of tramadol 50mg up to 4x/day when required for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Body mass index - on (B)(6) 2018: 42; on (B)(6) 2019: 39.9. Hysteroscopy - on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy. Imaging procedure - on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes. Scan - in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: pelvic us: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: pelvic us: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: pelvic us: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; in 2017: essure device had migrated. Ultrasound scan vagina - on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium. Lot number: 904750, manufacture date: 2011-09, and expiration date: 2014-09. Lot number: 925786, manufacture date: 2011-11, and expiration date: 2014-11. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, abdominal pain, uterine polyp. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2021: summons received -new events bleeding between menstruation, nausea,vomiting, emotional distress, and lack of libido, bacterial vaginosis were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated/ essure coil on the left lies within the cornua/interstitial portion of fallopian tube, fundal edge of the endometrium/ essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube') and pelvic pain ('pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain') in a 40-year-old female patient who had essure (batch no. 904750,925786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device difficult to deploy" on (B)(6) 2013. The patient's medical history included dyspareunia in 2006, parity 1, c-section, varicose vein (leg stripping), varicose veins stripping and bulimia. Previously administered products included for an unreported indication: iucd. Past adverse reactions to the above products included pubic pain with iucd. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("severe pain after anesthesia which lasted for four weeks"). On (B)(6) 2013, the patient experienced nausea ("nausea"), vomiting ("vomiting,"), emotional distress ("emotional distress") and loss of libido ("lack of libido."). In (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and intermenstrual bleeding ("bleeding between menstruation"). In 2016, the patient experienced hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("left sided lower abdominal pain"). On an unknown date, the patient experienced uterine polyp ("benign endometrial polyp measuring 10mm"). The patient was treated with codeine phosphate;paracetamol (co-codamol), ibuprofen, tranexamic acid and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dyspareunia, hypoaesthesia, uterine polyp, abdominal pain lower, intermenstrual bleeding, nausea, vomiting, emotional distress, loss of libido, bacterial vaginosis and procedural pain had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dyspareunia, emotional distress, hypoaesthesia, intermenstrual bleeding, loss of libido, nausea, pelvic pain, procedural pain, uterine polyp and vomiting to be related to essure. The reporter commented: patient had essure removed due to pelvic pain. Essure was removed intirely. (B)(6) 2019: macroscopic description: left fallopian tube measuring 69 x 14 x 6 mm with fimbriae measuring 35 x 12 x 8 mm and weighing 9.9g. Right fallopian tube measuring 90 x 10 x 7 mm with fimbriae measuring 29 x 20 x 10 mm and weighing 12.3g. Both, no macroscopic lesions and no tissue remaining. (B)(6) 2019: patient presented with chronic lower abdominal pain over the last 2 months worse in the last weeks and particularly last 2 days. Using naproxen, ibuprofen , paracetamol for pain- no relief. Prescription of tramadol 50mg up to 4x/day when required for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Body mass index - on (B)(6) 2018: 42; on (B)(6) 2019: 39.9. Hysteroscopy - on 21-may-2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy. Imaging procedure - on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes. Scan - in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: pelvic us: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: pelvic us: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: pelvic us: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; in 2017: essure device had migrated. Ultrasound scan vagina - on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium. Lot number: 904750 manufacture date: 2011-09 expiration date: 2014-09. Lot number: 925786 manufacture date: 2011-11 expiration date: 2014-11. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, abdominal pain, uterine polyp. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-oct-2021: summons received. Information added: event 'severe pain after anesthesia which lasted for four weeks'. After essure removal, all symptoms have resolved. Essure was removed entirely. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated/ abutting the fundal edge of the endometrium') in a 40-year-old female patient who had essure (batch no. 904750,925786) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device difficult to deploy" on (B)(6) 2013. The patient's medical history included parity 1, c-section and varicose vein (leg stripping). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain"). In 2016, the patient experienced dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with codeine phosphate;paracetamol (co-codamol), ibuprofen, tranexamic acid and surgery (total abdominal hysterectomy scheduled for (B)(6) 2019). At the time of the report, the device dislocation had not resolved and the pelvic pain, dyspareunia and hypoaesthesia outcome was unknown. The reporter considered device dislocation, dyspareunia, hypoaesthesia and pelvic pain to be related to essure. The reporter commented: the patient on the waiting list for a total laparoscopic hysterectomy and bilateral salpingectomy, due to pelvic pain following essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Body mass index - on (B)(6) 2018: 42; on (B)(6) 2019: 39.9. Hysteroscopy - on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy. Imaging procedure - on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes. Scan - in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: pelvic us: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: pelvic us: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: pelvic us: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; in 2017: essure device had migrated. Ultrasound scan vagina - on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium. Lot number: 904750, manufacture date: 2011-09, expiration date: 2014-09. Lot number: 925786, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device had migrated/ essure coil on the left lies within the the cornua/interstitial portion of fallopian tube, fundal edge of the endometrium/ essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube") and pelvic pain ("pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain") in a 37 year-old female patient who had essure inserted (lot no. 904750,925786) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dyspareunia in 2006 and plantar fasciitis, abdominal pain lower, endometrial polyp, ovarian cyst, obesity, low back pain, bulimia, varicose veins stripping, varicose vein (leg stripping), c-section and parity 1 (daughter, 3 years old when symptoms started). Previously administered products included: iucd. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced device deployment issue ("device difficult to deploy") and procedural pain ("severe pain after anesthesia which lasted for four weeks"). On (B)(6) 2013 she experienced nausea ("nausea"), vomiting ("vomiting,"), emotional distress ("emotional distress") and loss of libido ("lack of libido."). In (B)(6) 2014 she experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and intermenstrual bleeding ("bleeding between menstruation"). In 2016 she experienced hypoaesthesia ("numbness"). In 2017 she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced abdominal pain lower ("left sided lower abdominal pain"). An unknown time later she experienced uterine polyp ("benign endometrial polyp measuring 10mm"). The patient was treated with tranexamic acid, co-codamol (codeine phosphate;paracetamol), ibuprofen, paracetamol and codeine as well as surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, dyspareunia, hypoaesthesia, uterine polyp, abdominal pain lower, intermenstrual bleeding, nausea, vomiting, emotional distress, loss of libido, bacterial vaginosis and procedural pain had resolved. The outcome of device deployment issue was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, device deployment issue, device dislocation, dyspareunia, emotional distress, hypoaesthesia, intermenstrual bleeding, loss of libido, nausea, pelvic pain, procedural pain, uterine polyp and vomiting to be related to essure administration. The reporter commented: patient had essure removed due to pelvic pain. Essure was removed intirely.(B)(6) 2019: macroscopic description: left fallopian tube measuring 69 x 14 x 6 mm with fimbriae measuring 35 x 12 x 8 mm and weighing 9.9g. Right fallopian tube measuring 90 x 10 x 7 mm with fimbriae measuring 29 x 20 x 10 mm and weighing 12.3g. Both, no macroscopic lesions and no tissue remaining.(B)(6) 2019: patient presented with chronic lower abdominal pain over the last 2 months worse in the lastweeks and particularly last 2 days. Using naproxen, ibuprofen , paracetamol for pain- no relief. Prescription of tramadol 50mg up to 4x/day when required for pain.proximal end of essure seen abutting the fundal edge of endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42 kg/sqm. [Body mass index] on (B)(6) 2018: 42; on (B)(6) 2019: 39.9 [hysteroscopy] on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy [imaging procedure] on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes [microbiology test] on (B)(6) 2018: tests for sexually transmitted diseases : all returned as negative [ultrasound pelvis] in 2009: the uterus is anteverted and appears normal in size and outline.the endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15).both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus.both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; on (B)(6) 2017: essure device had migrated [ultrasound scan vagina] on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium lot number: 904750 manufacture date: 2011-09 expiration date: 2014-09 lot number: 925786 manufacture date: 2011-11 expiration date: 2014-11concerning the injuries reported in this case, the following one/ones were described in patient's medical records:pelvic pain, abdominal pain, uterine polyp. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-oct-2021: summons received. Information added: event 'severe pain after anesthesia which lasted for four weeks'. After essure removal, all symptoms have resolved. Essure was removed entirely. 08-oct-2021: new lawyer was added, no other new information. 14-apr-2022: mr received. Reporter information, patient aka name, medical history, treatment drugs, rcc, reference added. 20-sep-2022: medical records received. Reporter information, patient medical history added. 21-sep-2022: medical records received. Reporter information, patient medical history added. 05-jan-2023: medical record received. Reporter added. Medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(4) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain") and hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy is scheduled for (B)(4) 2019). Essure treatment was not changed. At the time of the report, the device dislocation had not resolved and the pelvic pain and hypoaesthesia outcome was unknown. The reporter considered device dislocation, hypoaesthesia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): scan - in 2017: essure device had migrated. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated/ abutting the fundal edge of the endometrium') and pelvic pain ('pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain') in a 40-year-old female patient who had essure (batch no. 904750,925786) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device difficult to deploy" on (B)(6) 2013. The patient's medical history included dyspareunia in 2006, parity 1, c-section, varicose vein (leg stripping) and varicose veins. Previously administered products included for an unreported indication: iucd. Past adverse reactions to the above products included pubic pain with iucd. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced abdominal pain lower ("left sided lower abdominal pain"). On an unknown date, the patient experienced uterine polyp ("benign endometrial polyp measuring 10mm"). The patient was treated with codeine phosphate;paracetamol (co-codamol), ibuprofen, tranexamic acid and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pelvic pain had not resolved and the dyspareunia, hypoaesthesia, uterine polyp and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, hypoaesthesia, pelvic pain and uterine polyp to be related to essure. The reporter commented: patient had essure removed due to pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Body mass index - on (B)(6) 2018: 42; on (B)(6) 2019: 39.9. Hysteroscopy - on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy. Imaging procedure - on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes. Scan - in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: pelvic us: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: pelvic us: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: pelvic us: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; in 2017: essure device had migrated. Ultrasound scan vagina - on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium. Lot number: 904750 manufacture date: 2011-09 expiration date: 2014-09, lot number: 925786 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received. Information added: reporter, medical history, essure removal date, event (benign endometrial polyp measuring 10mm), outcome of pelvic pain was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device had migrated/ essure coil on the left lies within the cornua/interstitial portion of fallopian tube, fundal edge of the endometrium/ essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube") and pelvic pain ("pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain") in a 37 year-old female patient who had essure inserted (lot no. 904750,925785) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("device difficult to deploy" on (B)(6) 2013). The patient had a medical history of dyspareunia in 2006 and gravida I, painful intercourse, pelvic pain, plantar fasciitis, abdominal pain lower, endometrial polyp, ovarian cyst, obesity, low back pain, bulimia, varicose veins stripping, parity 1 (daughter, 3 years old when symptoms started), varicose vein (leg stripping) and c-section. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("severe pain after anesthesia which lasted for four weeks"). On (B)(6) 2013 she experienced nausea ("nausea"), vomiting ("vomiting,"), emotional distress ("emotional distress") and loss of libido ("lack of libido."). In (B)(6) 2014 she experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and intermenstrual bleeding ("bleeding between menstruation"). In 2016 she experienced hypoaesthesia ("numbness"). In 2017 she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced abdominal pain lower ("left sided lower abdominal pain"). An unknown time later she experienced uterine polyp ("benign endometrial polyp measuring 10mm") and genital hemorrhage ("abnormal bleeding"). The patient was treated with tranexamic acid, ibuprofen, paracetamol and codeine as well as surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, dyspareunia, hypoaesthesia, uterine polyp, abdominal pain lower, intermenstrual bleeding, nausea, vomiting, emotional distress, loss of libido, bacterial vaginosis and procedural pain had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dyspareunia, emotional distress, genital hemorrhage, hypoaesthesia, intermenstrual bleeding, loss of libido, nausea, pelvic pain, procedural pain, uterine polyp and vomiting to be related to essure administration. The reporter commented: patient had essure removed due to pelvic pain. Essure was removed entirely. (B)(6) 2019: macroscopic description: left fallopian tube measuring 69 x 14 x 6 mm with fimbriae measuring 35 x 12 x 8 mm and weighing 9.9g. Right fallopian tube measuring 90 x 10 x 7 mm with fimbriae measuring 29 x 20 x 10 mm and weighing 12.3g. Both, no macroscopic lesions and no tissue remaining. (B)(6) 2019: patient presented with chronic lower abdominal pain over the last 2 months worse in the last weeks and particularly last 2 days. Using naproxen, ibuprofen , paracetamol for pain- no relief. Prescription of tramadol 50mg up to 4x/day when required for pain. Proximal end of essure seen abutting the fundal edge of endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42.278 kg/sqm. [Body mass index] on (B)(6) 2018: 42; on (B)(6) 2019: 39.9. [Hysteroscopy] on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy. [Imaging procedure] on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes. [Microbiology test] on (B)(6) 2018: tests for sexually transmitted diseases : all returned as negative. [Ultrasound pelvis] in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; on (B)(6) 2017: essure device had migrated [ultrasound scan vagina] on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium. Lot number: 904750, manufacture date: 2011-09, expiration date: 2014-09. Lot number: 925786, manufacture date: 2011-11, expiration date: 2014-11. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, abdominal pain, uterine polyp,genital bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: genital bleeding event added,reporters,medical history,patient information,added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device had migrated/ essure coil on the left lies within the the cornua/interstitial portion of fallopian tube, fundal edge of the endometrium/ essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube") and pelvic pain ("pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain") in a 37 year-old female patient who had essure inserted (lot no. 904750,925785,925786) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("device difficult to deploy" on (B)(6) 2013). The patient had a medical history of dyspareunia in 2006 and bulimia, gravida I, painful intercourse, pelvic pain, plantar fasciitis, abdominal pain lower, endometrial polyp, ovarian cyst, obesity, low back pain, bulimia, varicose veins stripping, parity 1 (daughter, 3 years old when symptoms started), varicose vein (leg stripping) and c-section. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("severe pain after anesthesia which lasted for four weeks"). On (B)(6) 2013 she experienced nausea ("nausea"), vomiting ("vomiting,"), emotional distress ("emotional distress") and loss of libido ("lack of libido."). In (B)(6) 2014 she experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse"), intermenstrual bleeding ("bleeding between menstruation") and abdominal pain upper ("stomach pain"). In 2016 she experienced hypoaesthesia ("numbness"). In 2017 she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced abdominal pain lower ("left sided lower abdominal pain"). On unknown date she experienced uterine polyp ("benign endometrial polyp measuring 10mm") and genital haemorrhage ("abnormal bleeding"). The patient was treated with tranexamic acid, ibuprofen, paracetamol, codeine, lactulose and cocodamol (codeine phosphate hemihydrate;paracetamol) as well as surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, dyspareunia, hypoaesthesia, uterine polyp, abdominal pain lower, intermenstrual bleeding, nausea, vomiting, emotional distress, loss of libido, bacterial vaginosis, procedural pain and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, bacterial vaginosis, device dislocation, dyspareunia, emotional distress, genital haemorrhage, hypoaesthesia, intermenstrual bleeding, loss of libido, nausea, pelvic pain, procedural pain, uterine polyp and vomiting to be related to essure administration. The reporter commented: patient had essure removed due to pelvic pain. Essure was removed intirely. (B)(6) 2019: macroscopic description: left fallopian tube measuring 69 x 14 x 6 mm with fimbriae measuring 35 x 12 x 8 mm and weighing 9.9g. Right fallopian tube measuring 90 x 10 x 7 mm with fimbriae measuring 29 x 20 x 10 mm and weighing 12.3g. Both, no macroscopic lesions and no tissue remaining. (B)(6) 2019: patient presented with chronic lower abdominal pain over the last 2 months worse in the last weeks and particularly last 2 days. Using naproxen, ibuprofen , paracetamol for pain- no relief. Prescription of tramadol 50mg up to 4x/day when required for pain. Proximal end of essure seen abutting the fundal edge of endometrium at no time was she informed that the device might be causing her symptoms. Instead, she was diagnosed with bacterial vaginosis in (B)(6) 2014 and advised to take a pregnancy test. Consumer took time to research essure migration online before her gynecology clinic appointment and raised concerns about her findings that migration caused the same or similar symptoms she had been experiencing since 2013 when she attended the clinic. The consultant gynecologist advised that the pain may or may not be linked to device but agreed that she should undergo a hysterectomy. The removal procedure was uncomplicated, and the device were removed in their entirety. Returning to work in (B)(6) 2019, consumer reported that all her symptoms had resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42.278 kg/sqm. [Body mass index] on (B)(6) 2018: 42; on (B)(6) 2019: 39.9 [hysterosalpingogram] (date unknown): her tubes were occluded, and that sterilisation had been successful. [Hysteroscopy] on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy [imaging procedure] on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes [microbiology test] on (B)(6) 2018: tests for sexually transmitted diseases : all returned as negative [ultrasound pelvis] in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; on (B)(6) 2017: essure device had migrated [ultrasound scan vagina] on (B)(6) 2016: there was no apparent cause for her symptoms, and she was discharged from further investigation; on (B)(6) 2017: during this appointment that both of her device had migrated and that she would require further investigations.; on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium lot number: 904750; manufacture date: 2011-09; expiration date: 2014-09. Lot number: 925786; manufacture date: 2011-09; expiration date: 2014-09. Lot number: 925785; manufacture date: 2012-05; expiration date: 2015-05. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, abdominal pain, uterine polyp,genital bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: legal complaints received. New event abdominal pain upper added. Treatment drugs added. Lab data , reporter causality comment updated. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device had migrated/ essure coil on the left lies within the the cornua/interstitial portion of fallopian tube, fundal edge of the endometrium/ essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube") and pelvic pain ("pain/ recurrent lower abdominal pain/ chronic pelvic pain/ severe lower abdominal cramping pain") in a 37 year-old female patient who had essure inserted (lot no. 904750,925785,925786) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device deployment issue ("device difficult to deploy" on 21-may-2013). The patient had a medical history of dyspareunia in 2006 and gravida I, painful intercourse, pelvic pain, plantar fasciitis, abdominal pain lower, endometrial polyp, ovarian cyst, obesity, low back pain, bulimia, varicose veins stripping, parity 1 (daughter, 3 years old when symptoms started), varicose vein (leg stripping) and c-section. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("severe pain after anesthesia which lasted for four weeks"). On (B)(6) 2013 she experienced nausea ("nausea"), vomiting ("vomiting,"), emotional distress ("emotional distress") and loss of libido ("lack of libido."). In (B)(6) 2014 she experienced bacterial vaginosis ("bacterial vaginosis"). In october 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("lower abdominal pain after intercourse/ pain worse after intercourse") and intermenstrual bleeding ("bleeding between menstruation"). In 2016 she experienced hypoaesthesia ("numbness"). In 2017 she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced abdominal pain lower ("left sided lower abdominal pain"). On unknown date she experienced uterine polyp ("benign endometrial polyp measuring 10mm") and genital haemorrhage ("abnormal bleeding"). The patient was treated with tranexamic acid, ibuprofen, paracetamol and codeine as well as surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, dyspareunia, hypoaesthesia, uterine polyp, abdominal pain lower, intermenstrual bleeding, nausea, vomiting, emotional distress, loss of libido, bacterial vaginosis and procedural pain had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dyspareunia, emotional distress, genital haemorrhage, hypoaesthesia, intermenstrual bleeding, loss of libido, nausea, pelvic pain, procedural pain, uterine polyp and vomiting to be related to essure administration. The reporter commented: patient had essure removed due to pelvic pain. Essure was removed intirely. (B)(6) 2019: macroscopic description: left fallopian tube measuring 69 x 14 x 6 mm with fimbriae measuring 35 x 12 x 8 mm and weighing 9.9g. Right fallopian tube measuring 90 x 10 x 7 mm with fimbriae measuring 29 x 20 x 10 mm and weighing 12.3g. Both, no macroscopic lesions and no tissue remaining. (B)(6) 2019: patient presented with chronic lower abdominal pain over the last 2 months worse in the last weeks and particularly last 2 days. Using naproxen, ibuprofen , paracetamol for pain- no relief. Prescription of tramadol 50mg up to 4x/day when required for pain. Proximal end of essure seen abutting the fundal edge of endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42.278 kg/sqm. [Body mass index] on (B)(6) 2018: 42; on (B)(6) 2019: 39.9. [Hysteroscopy] on (B)(6) 2013: essure sterilization, left 5 coils; right 0 coils seen. Device difficult to deploy [imaging procedure] on (B)(6) 2013: the essure devices are identified correctly in situ within the infundibulum of the right and left tubes [microbiology test] on (B)(6) 2018: tests for sexually transmitted diseases : all returned as negative [ultrasound pelvis] in 2009: the uterus is anteverted and appears normal in size and outline. The endometrium appears regular and measures 7mm (last menstrual period (lmp) unknown). The left ovary appears sonographically normal. The right ovary contains a simple cyst measuring 56 x 48 x 42mm. No obvious adnexal mass or pelvic free fluid seen. A repeat scan has been arranged in 10 weeks to reassess right ovary; on (B)(6) 2009: normal anteverted uterus. The endometrium appears normal and measures 8mm (lmp day 15). Both ovaries appear normal in size and outline. The previously seen right adnexal simple cyst was thought to be ovarian in origin, however, it is seen medial and separate to the right ovary today and measures 54 x 50 x 39mm. This is probably a fimbrial cyst or hydrosalpinx. No pelvic free fluid seen; on (B)(6) 2011: the cervix is normal. The uterus is anteverted and normal in size and appearance. The myometrium is smooth in echotexture. Cs scar noted. The endometrium is regular in appearance and measures 5.7mm at the fundus. Both ovaries are normal in size and morphology. No abnormal adnexal masses,ysts or free fluid seen. Conclusion: normal study; on (B)(6) 2016: clinical history: recurrent lower abdominal pain, after intercourse; no sign of urine infection or mass palpable; sterilization done 2012. Conclusion: no cause for lower abdominal pain seen on ultrasound; on (B)(6) 2017: essure device had migrated [ultrasound scan vagina] on (B)(6) 2018: impression: -the uterus, endometrium and ovaries are normal in appearance. The essure coil on the left lies within the cornua/interstitial portion of the fallopian tube with the proximal end seen abutting the fundal edge of the endometrium. The essure coil on the right appears to lie within the proximal/ishmus portion of the fallopian tube. No portion of the coil is visualized within the myometrium lot number: 904750 manufacture date: 2011-09 expiration date: 2014-09. Lot number: 925786 manufacture date: 2011-09 expiration date: 2014-09. Lot number: 925785 manufacture date: 2012-05 expiration date: 2015-05. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, abdominal pain, uterine polyp,genital bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain") and hypoaesthesia ("numbness"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy is scheduled for (B)(6) 2019). Essure treatment was not changed. At the time of the report, the device dislocation had not resolved and the pelvic pain and hypoaesthesia outcome was unknown. The reporter considered device dislocation, hypoaesthesia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): scan - in 2017: essure device had migrated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.